Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. Reportedly, the patient was scheduled for a generator change as the pacemaker was on end of life (eol). The device pocket was opened and an encapsulated infection was determined. The device pocket was revised and flushed and the system was left implanted. The patient was put on antibiotic treatment. There were no additional adverse patient effects reported. The pacemaker was explanted.